Manufacturer narrative:
It is unknown if the sapien xt (9300tfx) or sapien 3 (9600tfx) valve was implanted, therefore the information to both is being provided. Edwards sapien xt transcatheter heart valve or edwards sapien 3 transcatheter heart valve. D4: 9300tfx or 9600tfx. G5: 9300tfx (PMA p130009) or 9600tfx (PMA p140031). Investigation is ongoing. Bibliography: unzué, leire, et al. "Outcomes of patients at estimated low surgical risk undergoing transcatheter aortic valve implantation with balloon-expandable prostheses." Cardiovascular revascularization medicine (2017).

Event description:
As reported by the edwards affiliate in europe, a journal article titled, "outcomes of patients at estimated low surgical risk undergoing transcatheter aortic valve implantation with balloon-expandable prostheses" reported that post tavr procedure (dates unknown) in the aortic position, three patients suffered major bleeding.

Manufacturer narrative:
Ref. Mfg report numbers: 2015691-2017-04275, 2015691-2017-04276, 2015691-2017-04277, 2015691-2017-04278, 2015691-2017-04279.

Manufacturer narrative:
The valves were not returned to edwards for evaluation. Multiple attempts to obtain additional case information were made, however, the information was not forthcoming. A post procedural bleed/ hemorrhage without an obvious source of bleeding is a rare but potentially life threatening complication of coronary/cardiac interventional procedures, and tends to occur more frequently in the presence of more aggressive anticoagulation regimens. Possible sources include puncture of the femoral artery above the inguinal ligament and above the inferior epigastric artery, allowing the resultant bleeding to extend into the retroperitoneal space, or inadvertent trauma or perforation of the annular structure or ventricles during the procedure. This type of bleeding may not be recognized until the post procedural period. In this case, given the limited information available, the source and possible contributing factors to the reported bleedings could not be determined. However, there was no allegation or indication a device malfunction contributed to these adverse events. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.